Event description:
This case occurred outside of the united states in (B)(6). According to the received information, the patient was injected on 28-may-2022 with teosyal rha 3 into the naso-labial folds and lips. Two hours post-injection, the patient noticed mottling and changes in skin coloration. Five days later, on (B)(6) 2022, the patient showed signs of necrosis in the right naso-labial fold and in the upper right lip. The injector suspected a vascular occlusion and requested medical assistance. A local medical expert was contacted and advised to prescribe antibiotics. On (B)(6) 2022, the injector informed us that the patient was gradually improving. No further information was provided at the time of this report.